Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose levels ranging from 200 (mg/dl) to 300 (mg/dl). Reportedly, air gaps were observed in the infusion set tubing. The customer changed pump supplies to resolve the issue, and continued using the pump for insulin therapy.